Event description:
It was reported that the patient underwent a second surgery to remove the battery back from her belly, and it was moved up to her chest because she gained weight and ¿stuff.¿ the patient wanted to see if everything was going fine with her stimulator because it was a little sore. The patient was supposed to do a follow-up appointment with her healthcare provider (hcp) since it had been more than five months since the surgery. It was also reported she was moving really bad, her muscle movements were getting bad. An x-ray was done and the patient was told ¿you are not going anywhere, we are going to get you in surgery, your wires in x-ray are all twisted up.¿ the patient stated they were that way like 2.5-3 years. When asked if deep brain stimulation (dbs) did not improve the symptoms she stated ¿it is just the wire.¿ the patient didn¿t remember when her second surgery was. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot # va0fvp0, implanted: (B)(6) 2014, product type lead; product ID 3389s-40, lot # va0fvp0, implanted: (B)(6) 2014, product type lead; product ID neu_unknown_prog, serial # unknown, product type programmer, physician; product ID 3389s-40, lot # va0fvp0, implanted: (B)(6) 2014, product type lead; product ID 3389s-40, lot # va0fvp0, implanted: (B)(6) 2014, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had a 50% or greater symptom reduction. The components that were involved were the implantable neurostimulator (ins) and the extension. The patient had the ins in the abdomen and she gained significant weight and had an open circuit. Contact 1 had an open circuit and the patient went to the operating room for a correction. The cause of the event was not determined and it was not device related. The patient recovered without permanent impairment.